Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found the adhesive on the bending section cover (a-rubber) is detached, and due to the adhesive peeling around the bending tube, the connection between the bending section and the distal end is detached. Based on the results of the investigation, the most probable cause of the additional failure(s) indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the evaluation, the ultrasound bronchofibervideoscope exhibited that the adhesive on the bending section cover (a-rubber) is detached, and due to the adhesive peeling around the bending tube, the connection between the bending section and the distal end is detached. There were no reports of patient involvement.